Event description:
During a supraventricular tachycardia procedure, the hd grid splines were broken upon removal from the patient. Resistance was felt by the physician but the catheter was continued to be extracted. It appeared to have been entangled with the quad catheter. All of the catheter(s) were removed and accounted for. Fluoro and an ultrasound of the patient were obtained and no adverse consequences occurred.

Manufacturer narrative:
The physician's name is dr. (B)(6).

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The electrodes were displaced and the pellethane tubing and splines were corrugated and torn. The damage to the paddle is consistent with the reported removal difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of fracture / torn tubing remains unknown.